Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The same day the patient was treated with vancomycin 2500 mg, intraperitoneal (ip) every 24 hours, and gentamycin (ip) 50 mg daily. At the time of this report the patient was recovering and remained hospitalized. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number gd895391 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).